Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, which were suspected to be caused by a lead fracture. The physician decided to explant and replace this lead. It is unknown if this lead will return. No additional adverse patient effects were reported.